Event description:
It was reported that while using the bd accuri¿ that the manual says to replace fluidic filter. Now there's a fluid leak internally from the bottom of the instrument. The following information was provided by the initial reporter. Customer called and said he recently received his c6+ back from the depot and he was getting a fluidics error. He did a pm and now it is leaking from underneath. Customer already sent in his loaner and is requesting another loaner. There were no injuries as a result of the leak and it did not spray out. It was reported by the customer that there is a fluid leak from the bottom of the instrument. Manual says to replace fluidic filter. Now there's a fluid leak internally from the bottom of the instrument.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd accuri¿ that the manual says to replace fluidic filter. Now there's a fluid leak internally from the bottom of the instrument. The following information was provided by the initial reporter customer called and said he recently received his c6+ back from the depot and he was getting a fluidics error. He did a pm and now it is leaking from underneath. Customer already sent in his loaner and is requesting another loaner. There were no injuries as a result of the leak and it did not spray out. It was reported by the customer that there is a fluid leak from the bottom of the instrument. Manual says to replace fluidic filter. Now there's a fluid leak internally from the bottom of the instrument.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2022-00282 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10